Event description:
CT was complaining that the injector in room 1 was pressure limiting when the flow rate was set to 4ml/sec. The system decreases the flow rate to keep the pressure just below the alarm threshold. This decreased flow rate was causing image quality problems. We switched the injectors between rooms 1 & 2 and still got high pressure alarms in room 1. Replaced room 1 with the spare system and still got alarms. I called tech support and their opinion was that something had to have changed with the disposables, needles, or technique. The staff claimed nothing had changed. So we suspected a bad lot of disposables but all the sites in the network were using disposables from the same supply. We were the only system that had these errors. We called in a bayer field engineer. He checked the system and found nothing wrong. During one tech support call a bayer tech mentioned that a part in the head could wear and give some pressure issues so we decided to replace the head. Manufacturer response for dye injector, stellant (per site reporter). Replaced injector head.